Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus was inoperative. The stylus was replaced. Analysis was also able to confirm the overlay was cracked. The overlay was replaced. Analysis also noted that the power cord bay assembly latch was broken. The power cord bay was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 2067, serial# (B)(4). Product ID: 229047, serial# (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen did not line up with the cursor on the display screen of the programmer. It was also reported that the display screen was cracked, and that the calibration tool did not work. The programmer has been returned for repair. There was no patient involvement.